Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The failure mode was changed from placement to optical signal issue because the pump in question is a cp and only has an optical sensor. Data logs were reviewed, and the psnr alarm triggered as reported on the 3rd day of support. At this time, signal not reliable drops to zero, contrast increases in both value and amplitude, lamp maxes out, gain increases, and light drops. These are all signatures of a fiber optic break. Returned product was investigated and when connected to the console, 5s parameters were out of specification and a controller error triggered. Additionally, the pump had a kink in the catheter just distal to the kink protector and had a light leak from that same location during laser continuity testing. Based on data logs and returned product, the root cause of the optical signal issues was determined to be a damaged fiber line. During data log review, it was also noted that a controller error, alarm 1045, triggered roughly an hour after the placement signal not reliable alarm triggered. After discussion with the durables team, it was determined that this was unrelated to the reported complication but should be investigated. Refer to complaint # (B)(4) for the investigation into that issue. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported the patient was on impella cp support. While on support, alarm "placement signal not reliable" triggered. No report of patient harm or injury.